Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reau2453 showed no other similar product complaint(s) from this lot number. Medwatch#: (B)(4). (B)(4).

Event description:
It was reported that the "PICC line placed in patient and post insertion it was discovered that the PICC tray had expired. Tray was the second tray to be removed from a new box on the purchasing shelf." It is unknown if the first tray was also expired.